Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about three hours after the implantation of a leadless implantable pulse generator (ipg), the patient's blood pressure dropped and their level of consciousness decreased. It was further reported that the patient experienced cardiac tamponade and pericardial effusion. Drainage was performed. The device remains in use. No further patient complications have been reported as a result of this event.